Event description:
A nurse reported, the luer-lok adapter, needle hub and needle detached from the syringe during use. The needle entered the patient's capsule. A vitrectomy was required. Additional information including patient information and outcome has been requested.

Manufacturer narrative:
No remarks to this complaint were reported in the batch record visual inspection: all syringes are visually inspected. No loose luer lok adaptors were found for this batch. A functionality test was performed on retention samples; the results were satisfactory. A sample was returned for testing. No abnormal findings noted at this time. There has been one other similar complaint reported in the lot number (no patient impact). Investigation, including root causse analysis, is in progress. This report mailed in to FDA on: 04/25/2008. Additional information was requested on 03/26/2008 by phone, mail and by fax and on 04/10/2008 by phone.